Event description:
Electrocautery was performed on the neck as part of a surgery with grounding pad on the left side of the patient. The patient was shocked several times despite magnet being taped over device. Surgery complete and patient recommended for followup to check device.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improvethe performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.